Event description:
Plugged all the pieces into machine and irrigation did not come out. Retried to plug in about 2-3 more times, then opened another set that worked.====================== manufacturer response for versajet exact, (brand not provided)======================rep was notified of problem and called to pick up